Event description:
Boston scientific crm received info that this right atrial (ra) lead was too short and dislodged one day post-implant. A new ra lead was successfully implanted. No adverse pt effects have been reported.